Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The stylet/protective sheath for a 3x20mm trek rx balloon dilatation catheter (bdc) and a 2.5x30mm trek rx bdc were removed without resistance. The contrast mix for both devices was 50/50. Both devices were prepped outside the anatomy prior to use. After use, both balloons would only partially deflate and were withdrawn partially deflated. The procedure was ended. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported deflation issue and difficulty to remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty to remove appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Subsequent to filing the initial MDR, additional information was received stating the device would not be returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty to remove appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous report, newly reported information indicates that during withdrawal resistance was noted with a guide catheter. No additional information was provided.